Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that at 1-month post implant check up, high rv threshold was observed. X-ray did not show lead dislodgement. When repositioning was unsuccessful the lead was explanted. Patient condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.